Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the balloon did not deflate during use. The catheter had to be removed with the balloon inflated. It is unknown if a cut-down was needed to remove the catheter. No patient complications were reported and no further information was able to be obtained. Patient demographic information requested but unavailable.

Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. The customer report of ¿balloon did not deflate¿ could not be confirmed, however, the proximal winding was found to be detached and moved to the distal side beyond the balloon inflation port. Indication of winding and bonding was observed around the proximal winding area of the catheter body. It was not able to pull the proximal winding back to the proximal side, and the balloon was pulled back to the proximal side. After pulling back, no damage or separation was observed from the distal winding. No visible damage to the balloon or catheter body was observed. Visual examinations were performed under microscope at magnification 20x and with the unaided eyes. Customer report of deflation issue could not be confirmed, however, proximal winding was found to be detached and moved to distal side beyond the balloon inflation port. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It states in the product IFU to inflate the balloon with sterile fluid or gas to the maximum recommended volume. Pull a vacuum on the syringe. Repeat until all air is removed. It is unknown if user or procedural factors may have contributed to issue of the inability to deflate the balloon. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.